Event description:
According to the hospital: the device was inplanted in 1996. Seven months post-operatively, the sling was explanted due to vaginal erosion. The incident was reported to boston scientific on august 23, 2002. The incident appears, at this time, to be directly related to a user-manufactured device in which a vaginal sling, not manufactured by boston scientific, was fabricated by the surgeon from various components, of which, one was ostensibly a boston scientific [meadox] sealed device (used off label), the exact type is unknown to the company.